Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/22/2020. H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 9326952 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed damage to the luer threads. The damage found was likely to prevent a connection as reported. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the damage to the threads was caused during the manufacturing process. The manufacturing facility has been notified of this incident and the findings. A notification was issued to the appropriate personnel involved to raise awareness of this issue and prevent recurrence.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was not able to connect with the extension tube. This was discovered after use. The following information was provided by the initial reporter: after catheter placement, hcp tried to connect to jms¿s planecta extension tube but was unable to activate the lock, which resulted in connection failure (loose connection).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was not able to connect with the extension tube. This was discovered after use. The following information was provided by the initial reporter: after catheter placement, hcp tried to connect to jms¿s planecta extension tube but was unable to activate the lock, which resulted in connection failure (loose connection).